Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no display issues were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported cancelled procedure was unable to be confirmed.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
During a radiofrequency ablation procedure a cancellation occurred. During the procedure the generator touchscreen stopped responding to input. Restarting the generator and utilizing a new power outlet did not resolve the issue and the procedure was cancelled. There were no adverse patient consequences.